Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection.    As reported through the legal department via lewis vs. Cordis, the plaintiff had a trapease inferior vena cava (ivc) filter implanted. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, and filter embedded in the wall of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the plaintiff has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages. No additional information is available.   The device is unavailable for analysis as it is still implanted in the patient. A device history record could not be conducted as a lot number was not provided.   Without procedural films for review, the filter tilt and vessel injuries reported could not be confirmed. With the limited information available for review, clinical factors contributing to the vessel injuries could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Additionally, the timing and mechanism of the filter tilt is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via (B)(6), the plaintiff had a trapease inferior vena cava (ivc) filter implanted. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, and filter embedded in the wall of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the plaintiff has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information/medical record information received indicated that the patient stated she became aware of an alleged (device) failure when she saw attorney ads for complications with these filters. A filter retrieval has not been attempted. It was unknown if the filter is fractured. The indication for filter insertion was not provided. The patient claims injuries stating that ¿after the inferior vena cava filter (ivcf) was placed I have increased shortness of breath and pain on right side. I am fearful of what condition the filter is in and whether or not it has moved, is broken or not functioning properly because it has not been evaluated. I am fearful of future injuries caused by this device and wish that it was removed.¿ the patient was admitted to the hospital and underwent transesophageal echo (tee), insertion of an inferior vena cava (ivc) filter, abdominal aortagram and left femoral arteriogram with placement of a left femoral arterial line, placement of a right femoral central venous line, coronary bypass x four (4) utilizing saphenous vein/mammary/and radial artery conduits during the same surgical procedure. The patient¿s post-operative stay was reported to be complicated as anticipated due to the patient¿s co-morbid conditions. Twenty three (23) days after the patient¿s surgical procedure following a prolonged hospital stay and application of wound vac for tight thigh vein harvest wound care, the patient was transferred to a skilled nursing facility for an anticipated prolonged continued ongoing convalescence. No additional information is available. As reported, the patient had a trapease inferior vena cava (ivc) filter implanted. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, and filter embedded in the wall of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the patient has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages. Additional information received, a filter retrieval has not been attempted. It was unknown if the filter is fractured. The indication for filter insertion was not provided. The patient claims injuries stating that ¿after the inferior vena cava filter (ivcf) was placed I have increased shortness of breath and pain on right side. I am fearful of what condition the filter is in and if it has moved, is broken or not functioning properly because it has not been evaluated. I am fearful of future injuries caused by this device and wish that it was removed.¿ the patient was admitted to the hospital and underwent transesophageal echo (tee), insertion of an inferior vena cava (ivc) filter, abdominal aortogram and left femoral arteriogram with placement of a left femoral arterial line, placement of a right femoral central venous line, coronary bypass x four (4) utilizing saphenous vein/mammary/and radial artery conduits during the same surgical procedure. The patient¿s post-operative stay was reported to be complicated as anticipated due to the patient¿s co-morbid conditions. Twenty three (23) days after the patient¿s surgical procedure following a prolonged hospital stay and application of wound vac for right thigh vein harvest wound care, the patient was transferred to a skilled nursing facility for an anticipated prolonged continued ongoing convalescence. No additional information is available. The filter remains implanted thus unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films to review, the reported tilt, retrieval difficulty and adhesion to the vessel wall could not be confirmed. Due to the extended circumstances of her rehabilitation following the implantation hospitalization, the patient had passed the window of retrieval per the IFU. Pain and anxiety do not represent a device malfunction and was unable to be confirmed with the available information. The reported shortness of breath does not represent a device malfunction and may be related to underlying disease processes, specifically coronary insufficiency. Clinical factors may have contributed to the reported events of pain, anxiety and shortness of breath. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the plaintiff had a trapease inferior vena cava (ivc) filter implanted. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, and filter embedded in the wall of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the plaintiff has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages. No additional information is available. Addendum: additional information/medical record information received indicated that the patient stated she became aware of an alleged (device) failure when she saw attorney ads for complications with these filters. A filter retrieval has not been attempted. It was unknown if the filter is fractured. The indication for filter insertion was not provided. The patient claims injuries stating that ¿after the inferior vena cava filter (ivcf) was placed I have increased shortness of breath & pain on right side. I am fearful of what condition the filter is in and whether or not it has moved, is broken or not functioning properly because it has not been evaluated. I am fearful of future injuries caused by this device & wish that it was removed.¿ the patient was admitted to the hospital and underwent transesophageal echo (tee), insertion of an inferior vena cava (ivc) filter, abdominal aortagram and left femoral arteriogram with placement of a left femoral arterial line, placement of a right femoral central venous line, coronary bypass x four (4) utilizing saphenous vein/mammary/and radial artery conduits during the same surgical procedure. The patient¿s post-operative stay was reported to be complicated as anticipated due to the patient¿s co-morbid conditions. Twenty three (23) days after the patient¿s surgical procedure following a prolonged hospital stay and application of wound vac for tight thigh vein harvest wound care, the patient was transferred to a skilled nursing facility for an anticipated prolonged continued ongoing convalescence. No additional information is available.